Event description:
It was reported that the external pulse generator (epg) had just been returned from service and it was now "very difficult" to insert or remove the cable from the ventricular output connector. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).